Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the needle mechanism failure or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The father reported that the patient's blood glucose reached in the 400's mg/dl while wearing the pod on his leg for between 24 and 36 hours. His levels were not coming down with boluses. Treatment included attempting to give 3 correction boluses, then giving an injection and changing the pod when they were not seeing any difference. The father stated that he saw the pink slide but did not state whether it moved forward, indicating the pod may not have deployed properly. The device was thrown away.